Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a setscrew anomaly was not confirmed in the laboratory. The set screws tightened normally to full torque and secured test leads in the bores. Review of device diagnostics confirmed the reported damage to the high voltage output stage and low hv lead impedance. The damage is consistent with the report of the high voltage lead being crushed between the patient's clavicle and ribs.

Event description:
It was reported that during clinic check-up, a possible high voltage lead issue was observed. No thresholds, sensing, and high impedance were observed on the lead. Clavicular crush was observed during the surgical procedure. An inappropriate shock was delivered. The device shows a high impedance in pacing and high voltage. The device and lead were explanted and replaced.